Event description:
It was reported that the patient experienced an infusion set bent cannula with leakage on (B)(6) 2026 at the leg arm insertion site on the first day of use resulting in high blood glucose of 299 mg dl was treated with an insulin pen.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.